Manufacturer narrative:
Exact date unknown, event occurred several months prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.